Event description:
It was reported that the shock impedance measured greater than 200 ohms. No signal noise was observed. It was unknown whether electromagnetic interference caused the high measurement. It was planned to continue to monitor the patient. The cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.